Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, she was no longer using the insulin pump as it malfunctioned. Customer stated she had a diabetic ketoacidosis and was hospitalized, which was the reason of her be taken off the device. The device never alarmed and the device wasn't delivering any insulin. Customer was hospitalized with high blood glucose over 500 mg/dl. At the hospital customer changed her set and hooked back on to the insulin pump and blood glucose went back up. Customer declined troubleshooting and is not returning the device for analysis.